Event description:
As reported by the user facility: "under infusion".

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned for evaluation. The reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 58 seconds or 101% of expected accuracy. Perform preventive maintenance service. Log review not available without date/time and rate/volume of incident.